Event description:
It was reported that cartridge alarm occurred on tandem mobi pump during cartridge loading, and caller confirmed this was cartridge alarm 30 that had not occurred previously with this pump. There was no adverse impact to the customer's blood glucose level. Caller resolved issue by changing cartridge and then resumed insulin, and technical support verified alarm in system records and followed up with caller, but lot number for cartridge used was unavailable and no additional corrective actions were documented.